Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days post-procedure, when they removed the compression stockings of the patient they noticed a small second degree burn on the inner back of the calf of the patient. They treated the burn with silvederma and linitul. They also noted that they do not know what equipment was used during the surgery and they did not have any problems with any equipment in subsequent surgeries.